Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Manufacturing date - nov 17, 2005.

Event description:
It was reported patient underwent a trauma hip procedure on (B)(6) 2013. During the procedure the depth gauge was measuring short causing the surgeon to have to estimate based on screws that were correct. As a result, the surgeon had to change four screws on the distal locking causing a 30 minute delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (Depuy) on (B)(6) 2012 (closing date). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)